Manufacturer narrative:
According to received information in attached mail communication, the internal leakage test failed during pre-use check. Initially, it was reported that expiratory channel printed circuit board needed to be replaced to solve the issue. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. However, the investigation revealed that only the expiratory cassette was the defective part and it was replaced. Unit was cleared for clinical use. The expiratory cassette is only measuring and its failure would not affect ventilation. Therefore, this situation is not safety-related, the issue will be noticed before use and appropriate measures can be taken. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to a defective expiratory cassette.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).